Event description:
It was reported that a dissection occurred. The target lesion, located in the right coronary artery (rca), was pre dilated using 2.50 mm and 3.25 mm non-compliant balloons. After deployment of a 3.50 x 38mm synergy at 11 atm, a proximal edge dissection was noted. The patient experienced chest pain and limited flow. The dissection was sealed with another stent and the procedure was completed successfully. The patient fully recovered and was stable post procedure.

Manufacturer narrative:
E1 initial reporter address: (B)(6) hospital.